Manufacturer narrative:
Battery not charging the failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.battery incorrectly displayed the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified due to battery not charging issue. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the battery gauge was fluctuating. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact.